Event description:
Acute aortic dissection at the site of the aortic cross clamp during coronary artery bypass surgery and aortic valve replacement. Fogarty clamp with novare insert was used to cross-clamp aorta. When clamp removed, it became apparent that there was an injury to the aorta at the site of the cross clamp. Surgeon feels design flaw in inserts is responsible.